Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a yag capsulotomy, the intraocular lens (iol) was noted to be misaligned in the patient's eye by 30 degrees. Additional information has been requested.